Event description:
In 2008, the customer reported the surgeon was unhappy with the gloves provided in the pack and requested to have them changed. On two days later, the surgeon stated: he developed a type 4 hypersensitivity (allergy) to the latex free gloves he uses (made by esteem). It was a severe contact dermatitis which was career threatening. It is due to the chemical accelerators in the synthetic latex. While "latex-free" gloves protect pts from type 1 hypersensitivities, some of these gloves can cause severe allergic dermatitis in the surgeon. I am healthy and do not typically suffer from allergies. I had hives everywhere, not just on the gloves area. This reaction often makes it difficult to sort out the cause. I ended up having patch testing which confirmed, it was the glove and specifically, it was one of the chemical agents used in making the glove (carbamix). I have talked to two other surgeons in town who were using the same type of glove (esteem) who had the same problem. Both of them now use the dermaprene ultra which does not have these agents in them and are doing fine. I would like to get the dermaprene ultra in my packs. (Made by ansell).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.